Event description:
It was reported that this right ventricular (rv) lead recorded high shocking impedance out of range. Technical services (ts) reviewed the device data and discussed the shock impedance has increased gradually since on (B)(6) 2023, reaching a maximum of 148 ohms. Troubleshooting suggestions and recommendations were provided. The lead remains in service and the model and serial number is unknown at this time. Further information was requested. No adverse patient effects were reported.